Event description:
It was reported that a minimum fill notification occurred while customer was attempting to load a cartridge and resume insulin at hospital. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump connection area, and reloaded same cartridge without resolving issue, then later obtained supplies and, with guidance from technical support, filled and loaded new cartridge using proper technique, which resolved issue and allowed customer to resume insulin delivery.